Event description:
A patient with osteoporatic bone experienced a spinous process fracture approximately one month after a lanx interspinous process device was implanted. The surgeon performed a revision surgery during which the lanx interspinous process device was removed and replaced with pedicle screws.

Manufacturer narrative:
Method: no testing methods performed (related device was not returned to manufacturer). Labeling evaluation performed. The IFU notes spinous process fracture as a possible surgical complication. Results: no results available since no evaluation performed (related device was not returned to manufacturer). Conclusion: known inherent risk of procedure.